Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was oversensing of noise leading to multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). No changes were made to the system. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient was seen in the office where posture and isometrics were performed. Myopotential noise was seen in all three sensing vectors. The device chose the same sensing vector upon automatic set up, however a gain of two was chosen versus the previous gain of one. Boston scientific technical services (ts) was consulted and discussed that the current sensing vector of secondary has the highest r-wave ,however potential over sensing seen. Alternate does have noise classified and the r-wave is below 0.5 mv likely. Therefore, the current system may have elevated risk of over sensing driven by low r-wave component. Ts further observed t-wave oversensing that occurred when programmed primary for testing. Ts further discussed additional programming options along with the possibility of obtaining an x-ray. The s-ICD remains in service and no adverse patient effects were reported.